Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact the customer's pump may have stopped insulin delivery. The customer's blood glucose (bg) level was 310 mg/dl and a correction bolus without food consumption was used to address the bg level. The contact confirmed that there were no alerts or alarms and told tandem technical support that they would call if an alarm was received.